Manufacturer narrative:
Kci records indicate that the pt received v.a.c. Therapy in both the acute and home care settings from (B) (6) 2009 through (B) (6) 2009. Info provide indicates that the pt's wound was dressed with the v.a.c. Granufoam dressings. V.a.c. Labeling recommends v.a.c. Whitefoam for use in wounds with tunneling, sinus tracts and undermining. All health care providers interviewed stated they did not document the number of foam pieces placed into the wound on the drape as recommended in the manufacturer's labeling. Kci is filing this report due to possible use error as a foreign body alleged to be a kci product was left in the pt's wound and removed during surgical exploration of the wound. V.a.c. Therapy labeling states: v.a.c. Whitefoam dressing is recommended for use in tunnels. Always cut the v.a.c. Whitefoam dressing wider at one end and narrow at the other. This will ensure that the opening to the tunnel or sinus tract remains patent until the distal portion of the tunnel has closed. Continuous therapy should always be used until the tunnel has completely closed. Do not place foam into blind or unexplored tunnels." "V.a.c. Foam dressings are not bioabsorbable. Always count the total number of pieces of foam removed from the wound and ensure the same number of foam pieces was removed as placed. Foam left in the wound for greater than the recommended time period may foster in growth of tissue into the foam, create difficulty in removing foam the wound, or lead to infection or other adverse events."

Event description:
It was reported that a pt underwent an abdominal wound exploration on (B) (6) 2010 for an infected wound status-post colon resection, classic closure. The operative note describes the exploration of two sinus tracts on the midline abdominal wound. The tracts were open (unroofed) which exposed a piece of infected mesh which was removed. Further exploration of the sinus tracts identified a retained foreign body identified visually by the physician as a "wound vac sponge". The operative report did not provide a description of the tissue surrounding the retained foreign body that was also removed. The post-operative diagnosis was infected abdominal mesh. Subsequent to the removal of the infected mesh and retained foreign body a second repair of the pt's ventral hernia was performed. V.a.c therapy was restarted in the operating room. The operative report indicates the pt tolerated the procedure well.